Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer was hospitalized for alleged high bg's. The customer alleges the pump is under delivering. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. The following were noted during visual inspection: scratched case, stained serial number label, peeling end cap address label, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses listed on the event date in the formatted history file. (B)(6) 2021 06:51:28.000 normal bolusd elivered normal bolus amount programmed = 8.025. Bolus amount delivered = 8.025 (B)(6) 2021 09:33:30.000 normal bolus delivered. Normal bolus amount programmed = 3.325 bolus amount delivered = 3.325 (B)(6) 2021 10:40:54.000 normal bolus delivered normal bolus amount programmed = 5.75 bolus amount delivered = 5.75. There was no auto suspend noted on the event date in the formatted history file. There was a user suspend alarm noted on the event date (B)(6) 2021 at 13:33:32.000 in the formatted history file. There was no pump alarm listed on the event date in the formatted history file. Device passed the functional testing. Unable to confirm alleged high bg's. No under delivery anomaly noted. Customer alleged for possible under delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2021. Customer¿s blood glucose at the time of hospitalization was 29.5 mmol/l. Customer¿s current blood glucose was 5.7 mmol/l. Customer alleged insulin pump was under delivering due to high blood glucose. Customer did experienced the cold, tummy pain, vomiting symptoms due to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was active during the time of event. The insulin pump will be returned for analysis.